Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user¿s guardian experienced a sensor connection failure with the ilet bionic pancreas due to an incompatible freestyle libre 3 sensor, as the school provided a libre 3 rather than the required freestyle libre 3+ sensor, resulting in repeated pairing failures and an ¿incompatible sensor¿ message. No clinical signs, symptoms, or conditions were reported. Outcomes included no change in clinical status and no hospitalization. User support included education and troubleshooting that identified the sensor model mismatch and confirmation that the ilet requires a freestyle libre 3+ sensor for compatibility. Investigation of this case revealed that the device did not accept the incompatible sensor by design, and the issue was traced to use of the incorrect sensor component. It was concluded, based on previously established findings for similar reports, that the cause was user device setup error due to incompatible external sensor selection.